Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the implantable cardioverter defibrillator was post-paced t-wave over-sensing. Programming changes were performed. The patient was in stable condition post-procedure.